Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analysis was performed with no anomalies found. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was also noted that the lead had fractured.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted that the right ventricular (rv) defib impedance was steady at approximately 74 ohms through (B)(6) 2016, and it rose out of range by (B)(6) 2016.

Event description:
It was reported that a lead triggered for high impedance readings on the right ventricular (rv) coil portion of the lead. In addition, chronically high rv pacing thresholds have been observed. Reprogramming was performed, and the patient was scheduled for lead replacement. It was also reported that oversensing was noted with multiple noise episodes and high short v-v counters. Just proximal to rv coil to tip was left in patient after several attempts of retrieval due to unsuccessful attempt of extraction. The lead was partially explanted. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.